Event description:
The customer reported to baxter (B)(4), a cystoflo bag in which the unit leaks. The event occurred during use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.